Event description:
Caller alleged false negative urine hcg results on alere hcg dipstick for one patient. Results as follows: caller stated that pt tested negative on dipstick in the emergency department (ed). Physician questioned the result, so serum quantitate was ordered. Serum quantitate value was not provided but reported as "positive". Caller provided only a lot number and approximate date of event. No further pt info was provided. No report of death or serious injury.

Manufacturer narrative:
Investigation: lot number: hcg1110132; expiration date(s): 11/01/2013. Control: 25miu/ml hcg urine lot: hcg120809-01, 229.9iu/ml hcg urine lot: hcg120903-01, 210.0iu/ml hcg urine lot: hcg120517-01, 202iu/ml hcg urine lot: hcg120522-01. Clinical positive urine from 6 pregnant women. Observations reference notebook: no. Qc-011, results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 minutes read time. (N=15). The 210.0iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). The 229.9iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). The 202iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. (N=3). Correct positive results were observed when tested with 6 clinical urine samples at 3 minutes read time. (N=1 for each sample). Conclusion: from retain testing with in-house control, the client¿s result was not replicated, and the product performed as expected. Conclusion: customer¿s observation was not replicated in-house with hcg at cut off and high levels and clinical positive urine, hcg at cut off, high levels and positive urine samples were tested with retain devices. All results met qc specification. No false negative results were obtained. Mfg batch record review did not uncover any abnormalities. Unable to determine root cause without patient specimen in-house analysis. To date, one (1) complaint has been reported against this lot. This issue will be tracked and trended. No corrective action required at this time as no product deficiency was established.